Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a low priority alarm 30166 during use with an amia cassette. The patient was connected at the time of the alarm. This occurred during night cycle dwell three of peritoneal dialysis therapy. During troubleshooting, it was reported that a leak was detected. The leak was under the solution bags. Renal therapy services advised the patient to contact the nurse regarding the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.